Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that one battery pin was loose and another one was split. Physio replaced all of the battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to print the code summary, their device powered itself off. There was no patient use associated with the reported issue.